Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Blood glucose value at the time of the event was 40 mg/dl. The customer experienced hypoglycemia and had emergency medical services, was hospitalized, and discontinued the use of the insulin delivery system. The event involved product(s) mmt-1880, mmt-332a, mmt-396a, and mmt-7020la. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-396a. No product return is required for mmt-7020la.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08720 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) event date of 17-nov-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(6) event date of 17-nov-2025 of the daily total collection start time, there is no bolus/basal delivery noted. The dailytotalofbasalinsulindelivered = 00.000 u and daily total of bolus insulin delivered = 00.000 u which is equal to the daily totalof all insulin delivered = 00.000 u. On the related svn#: (B)(6) event date of 12-nov-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the related svn#: (B)(6) event date of 12-nov-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 94000 (9.4 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the daily total of all insulin delivered = 94000 (9.4 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) event date of 17-nov-2025, related svn#: (B)(6) event date of 12-nov-2025 and 2 days prior to the related svn#: (B)(6) event date of 14-nov-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 10:52:09.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date of 12-nov-2025. However, no delivery alarm/insulin flow blocked alarm was found on (B)(6) 2025 during bolus/basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was programmed with a test guardian 3 link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low activated at 90 mg/dl properly with audio alerts. Programmed the sensor high settings for 120 mg/dl and turned on alert on high on. Pump was monitored, the glucose sensor simulator bg level was set to high and the alert on high activated at 120 mg/dl properly with audio alerts. No absence of alarm (highs and lows) noted during the testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.41 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm, possible under delivery anomaly (pump not delivering insulin) and absence of alarm (highs and lows) were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.